Event description:
It was reported that an x-ray following the implant procedure indicated that the atrial lead was dislodged. The lead was repositioned and remains in use. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.